Event description:
According to the reporter, 3 days post insertion, during dialysis treatment, there was no blood flow seen in arterial port, the customer tried to reverse the lines, though the reverse flow was successful, the treatment was not continued, the catheter was still replaced as intervention with same product ID (identifier), different lot on the same day of the event, the new device was used successfully and the procedure was completed. Nothing unusual observed on the device prior to use, flushing was done and the result was normal, the line was not hard to flush with the syringe, this was not the infusion line, and no anti coagulation used. No other products being utilized with the device. No occlusion observed, no problem with the catheter's dimension, the dimension of the catheter matched what was indicated on the label and no other defects/damages found on the product. The catheter was not repaired, there was no leak, chlorhexidine was the cleaning agent used on the device, tego was not utilized and there was no luer adapter issue. There wasno blood loss. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g1 (MFR contact first name, last name, email, phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the catheter kit appeared intact. Functionally, the catheter was submerged into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. The guide wire was inserted and removed without restriction. Stylets passed without restriction. It was reported that there was an insufficient flow issue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d6a, d6b, d9, g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 days post insertion, during dialysis treatment, there was no blood flow seen in arterial port, the customer tried to reverse the lines, and the reverse flow was successful. The product was replaced as intervention with same product ID (identifier), different lot on the same day of the event, the new device was used successfully and the procedure was completed. Nothing unusual observed on the device prior to use, flushing was done, the line was not hard to flush with the syringe, this was not the infusion line, and no anti coagulation used. No other products being utilized with the device. No occlusion observed, no problem with the catheter's dimension, the dimension of the catheter matched what was indicated on the label and no other defects/damages found on the product. The catheter was not repaired, there was no leak, chlorhexidine was the cleaning agent used on the device, tego was not utilized and there was no luer adapter issue. There was no blood loss. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post insertion, there was no blood flow seen in arterial port. The product was replaced with same product ID (identifier) and another/different lot. The catheter was not repaired, there was no leak, chlorhexidine was the cleaning agent used on the device, tego was not utilized and there was no luer adapter issue. There was no patient injury.